Event description:
It was reported that a tip detachment occurred. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the tip of the device was fractured outside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure.

Manufacturer narrative:
(B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a tip detachment occurred. The target lesion was located in the left anterior descending artery. A 6f guidezilla ii was selected for use. During unpacking, it was noted that the tip of the device was fractured outside the patient. The procedure was completed with another of the same device. There were no patient complications, and the patient was stable post procedure. It was further reported that the metal part of the tip broke and fell off.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.